Event description:
A peritoneal dialysis pt reported a high drain volume during her treatment. A f/u call was made to the peritoneal dialysis nurse. The peritoneal nurse reported that there was no pt adverse event related to the high drain volume. Drain 0. Fill 1805, drain 1743. Fill 1795, drain 1546. Fill 1795, drain 1474. Fill 1795, drain 3287. The reported drain volume of 3287 was 183% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.